Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned products to verify item and lot number. Item and lot numbers could not be verified on the 4 returned screws. Cosmetic inspection of the products found wear marks, shiny spots and light scratches. Inspection of the threads and cutting flutes found no damages but do show signs of use. Dimensional analysis was performed on the returned screws and drill bits. All screws and drill bits were found to be conforming to print and inspection criteria. Medical records were not provided. A review of the device history records will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Product was verified within specification and no problem found.if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00486, 0001032347-2020-00488. Concomitant medical products: 2.0mm system twist drill with j notch 1.5mm x 105mm w/ 22mm stop, part# 01-9198, serial# (B)(4). 2.0mm system twist drill with j notch 1.5mm x 105mm w/ 22mm stop, part# 01-9198, serial# (B)(4). Tms system high torque (ht) cross-drive screw, 5/pk 2.0mm x 5mm, part# 25-2005, lot# ni. Tms system high torque (ht) cross-drive screw, 5/pk 2.0mm x 7mm, part# 25-2007, lot# ni. Tms system high torque (ht) cross-drive screw,5/pk 2.3mm x 7mm, part# 25-2307, lot# ni. The user facility is foreign, therefore, a facility medwatch report will not be available. (B)(6).

Event description:
It was reported that several screws stripped during insertion attempts during a procedure for a zygomatic fracture. The pilot holes were prepared with drills, and the surgeon does not know if the drill tip or the screws are the cause of the event. The procedure was completed with an emergency screw. No adverse events were reported as a result of the malfunction.